Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that recently it was noticed in hospital's central processing department that the tabs on the attune spacer handle had broken off.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned, however review of the provided photographs confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.